Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a fall about 6 weeks ago, and since then they've had a return of urinary incontinence. Patient said they had the interstim placed to help with urinary incontinence, but it wasn't helping them very much right now. Patient said they had an x-ray done that showed that their "pelvis was hitting the bone or something", pt said x-ray also showed that something was messed up in their back, possibly l4 and l5. Pt said their leg was in a lot of pain currently. Pt didn't know the exact details of the finding but said they would need an MRI of their spine because they were having pain. During the call, the patient was able to connect with implant and increased stimulation from 1.9v to 2.3 v and felt stimulation comfortably in bike seat area. Pt will monitor symptoms and follow up with hcp regarding symptoms/situation. During call ps assisted patient in walking through how to access MRI mode. Pt said that last time they had an MRI they didn't turn off the interstim and the I nterstim zapped them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.